Event description:
Pt required aortic valve replacement. In the or, the mechanical valve was sewn into place but failed to open. A separate valve was implanted. The pt remained in the intensive care unit post operatively and expired 2/25/1999.